Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It is unknown if the patient was hospitalized for this event. It is unknown what treatment the patient received for this event. The cause of the peritonitis is unknown. At the time of this report, it is unknown if the patient has recovered from this event. No additional information is available. Report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f05068, h13e31025, h12j11037, h13d30020, h13c05032, h13b07048 and h12j26076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).